Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11nov2020.

Event description:
The customer reported the unit will not power on when the switch is energized. There was no patient involvement. The field service engineer (fse) advised to replace the power supply. The customer has declined service at this time.